Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro catheter and the patient experienced a pericardial effusion with blood pressure drop treated with pericardiocentesis. It was reported that during an idiopathic vt case, the patient's blood pressure dropped at some point but was unable to confirm when it occurred. After going back into the left ventricle (lv), the pericardial effusion was discovered and confirmed while they were monitoring with intracardiac echocardiography (ice). Some ablation was then completed in the lv. Pericardiocentesis was performed; it is unknown how much fluid was removed. The patient was in stable condition and being monitored at the time of call. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro catheter and the patient experienced a pericardial effusion with blood pressure drop treated with pericardiocentesis. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31612211l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).